Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low blood glucose event while using the ilet system with a libre 3+ continuous glucose monitor (cgm), treated with oral carbohydrates, after which glucose rose and remained elevated before trending down the following morning; the event was attributed to overtreatment of hypoglycemia, and education on treating low glucose. No adverse clinical symptoms associated with hypoglycemia and subsequent hyperglycemia reported. Outcomes included the need for medication intervention in the form of oral carbohydrate administration. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.